Event description:
International affiliate reports the catheter passer's plastic tip was broken during use. "It was not confirmed that the fragment remained in the pt's neck. The doctor looked for the tip but could not find it outside the body. The acutal device without the fragment was returned for eval."